Event description:
As reported by an affiliate, a male pt was admitted for treatment of his proximal right coronary artery (rca). The lesion was a de novo, moderately calcified and 90% stenotic. The vessel was slightly tortuous. Radial approach was chosen for the procedure. A camino jr4 guiding catheter was engaged and a tgv guide wire crossed the lesion. Pre-dilation with a 3.0mm ryujin balloon catheter and ivus was conducted. A 3.5 x 8mm cypher was delivered to the target lesion without strong friction. When the balloon of the cypher was inflated up to 10atm, the balloon ruptured. Rupture was confirmed by contrast medium leakage under angiography. The stent delivery system was retrieved from the pt and post-dilation was conducted with a powered lacrosse balloon at 18atm to dilate the cypher stent without issues. The procedure was completed successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
(B)(4). Additional info will be submitted within 30 days of receipt.